Event description:
Boston scientific received information that the patient with this pacemaker was experiencing an increase in rate response that was too aggressive for the patient's activity level. The device was reprogrammed to a less aggressive setting. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.